Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of " (B)(6) 2021 or (B)(6) 2021 ". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "replace sensor" message upon scanning the freestyle libre sensor and was therefore unable to obtain glucose readings. Customer experienced symptoms of hyperglycemia described as sweating, lightheadedness and was seen at the doctor's office where a reading of 525 mg/dl was obtained on the hcp meter. Customer was treated with insulin by a third party. There was no report of death or permanent injury associated with this event.